Event description:
It was reported that the device is having error code 46440. Per reporter, there was no patient involvement. Evaluation of the returned device identifies the failed latch lock sensors. This may lead to interruption of therapy during infusion.

Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. Review of the event history log (ehl) found the error code 46440. The device was visually inspected. A functional test was performed. A failed latch lock sensor was observed during latch lock test. As a result, the affected part was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed functional testing after repair

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was error code 46440, unexpected value. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the error code was reset, and the latch lock sensors were cleaned. The service history review had no indication that the complaint was related to a service of the device within the review period.